Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The pt reported that he started experiencing incontinence one week post prostiva therapy. No further info was given.